Manufacturer narrative:
Gehc surgery personnel reseated ip pcb in workstation, adjusted 5vdc in workstation from 4.8 to 5.1vdc. Verified system operation in subtraction mode and also acquired several cine runs in half without any problems.

Event description:
Customer reported not being able to get system out of subtraction mode, but was able to finish case without any pt safety concerns.